Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated and limb stent graft. Upon follow up, computed tomography revealed disease progression into the iliac and a distal leak. Physician implanted a limb stent graft to correct the issue. The repair was successful and the patient is doing well.